Event description:
The customer reported that the ortho provue analyzer resulted a previously known weak d positive sample as negative. Visual inspection of the processed gel card showed the reactions in the microtube was weakly positive (1+). The sample reacted positive (2+) in tube method. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer and visited the customer site and determined that the reader camera could not be adjusted. Replacement of the reader camera has returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident.